Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Event description:
It was reported to baxter (B)(4) that one (1) intermate sv 200 device was observed leaking through the fill port during filling. According to the report, the device was filled with 320mg of tobramycin. There is no patient involvement. No additional information is available.